Manufacturer narrative:
(B)(4). The customer inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The customer also found that the exhalation flow sensor (evq) was loose therefore, not seated properly thereby sending an appropriate alarm message. The evq was reseated, the ventilator was calibrated, extended self-testing and short self-testing passed without issues. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, on start up, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.